Event description:
I had novasure endometrial ablation in 2006. Afterwards I began experiencing severe pain and burning in my bladder as well as bladder spasms and frequency. I took a course of macrodantin which did not help-thinking it was a bladder infection-. My doctor then prescribed keflex. This also did not help. My doctor then sent my urine for a culture, which came back negative. He then concluded that the novasure device injured/burned/irritated? My bladder. My doctor then put me on a medication called urelle. I also take an over-the-counter urinary tract pain reliever called azo standard for relief. I still have abdominal swelling and intermittent bladder pain 4 1/2 months after the surgery.